Manufacturer narrative:
The vyaire medical conducted a failure investigation and determined that there is no issues were found with the product reported by the customer due to instruction for use in p/n 36-20919 states that the product is exclusive for use with vital signs single-patient-use fiber optic laryngoscope blade, manufactured by vital signs, inc. And the product is not compatible with iso green standard blade. Therefore, no corrective or preventive actions will be applied. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the instruction for use in greenlight¿ fiber optic laryngoscope handle stubby states that this is not compatible with iso green standard blade. However, the customer used the product on a patient which caused a delay in treatment, but the customer advised that there was no patient harm associated with this event.